Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt underwent a pocket revision due to pain at the ipg site. The pt was also having tremors when the stimulation was increased. The physician repositioned the pocket to a more comfortable location. The physician said that the tremors are unrelated to the stimulation. Nothing was implanted or explanted and the pt is reportedly doing well following revision surgery.